Event description:
Chronic obstructive pulmonary disease, unspecified; patient to report malfunction on machine, stopped working where it mixes medicine. Patient did not report any adverse events, miss doses, or if product was available for return. No additional information provided.